Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer powered up to a beige screen. A service diskette has been requested to use to try to clear the problem. No patient complications have been reported as a result of this event.